Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during a follow up check, it was noted that the physician was unable to perform the sensing and threshold tests. A manual guided restore (mgr) was attempted, however there was an error during the reboot process. Interrogation of the device showed normal behavior, in which wave measurements and threshold tests were possible. It was noted that a device restore was not observed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.